Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding an endoscope used in an med for a lumbar disc herniation. It was reported that the endoscope had poor vision. There were no patient symptoms or complications as a result of this event. The product was used on the patient and the patient was on the operating table when the malfunction occurred. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis: part# 9560100; lot# 1018240r. During the incoming inspection, it was confirmed that the outer tube was damaged and the image was cloudy. If information is provided in the future, a supplemental report will be issued.